Event description:
It was reported that during an unspecified procedure, a blade detachment occurred. The 90% stenosed lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. Vascular access was obtained via the right femoral artery with a 6fr. Sheath. A guidewire was placed. The lesion was inflated two times to 6atms. A slight dissection was noted under contrast, and this was treated with a non-bsc balloon. When the physician attempted to remove the small peripheral cutting balloon into the sheath, he encountered resistance. After the spcb balloon and the guidewire were removed, the lesion was treated successfully with a non-bsc balloon. When the physician checked this balloon outside of the body, it was noted that one of the blades is missing. When he checked the sheath, it was noted that the tip of the sheath was torn and a fragment was noted within the tip of the sheath. Patient's status was reported as 'good'.